Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2.1 had one cubie not detected on bus and aux 5 had six cubies not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: ascension via christi regional medical st francis campus. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14 january 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that the station had a failed drawer on auxiliary 2.1, with cubies not displaying, and ran the hardware testing application, which showed no cubies detected. The fse verified that the drawer controller board displayed correct flashing lights, then reseated all row board connections and pyxis bus cables, after which the drawer began showing cubies and returned to normal functionality. The fse reran the hardware testing application and confirmed that all pockets were functional, and the system was returned to service at ok. The system functioned as intended after the field service engineer repaired the device.